Event description:
The pt had swelling directly over the lumbar incision six weeks after implant. It was also reported that the pt had a larger area of swelling directly over the pump that was reddened, warm and painful to the touch. The pt was seen by the pain management physician in 2008. Approximately 30ml of "serous" fluid was aspirated from the abdominal area. The pt reported that the lumbar swelling gets smaller during the day but gets larger when he is sleeping. He was having difficulty sleeping due to discomfort over the lumbar area. It was also reported that the abdominal swelling had again been getting larger, warm and painful to the touch and reddened. The pt planned to see the pain management physician again at the end of the month. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.